Event description:
It was reported that the patient passed away. The patient saw their cardiologist in (B)(6) and ever since then they had been feeling weaker. The patient had a head computed tomography (CT) and results included new punctate hyperdensity along the left postcentral gyrus, favor cortical such as secondary to a tiny intrinsically bright lesion such as a cavernoma or other tiny parenchymal hemorrhage as opposed to reflecting trace focal subarachnoid hemorrhage. Contrast-enhanced MRI evaluation for characterization was considered. CT of the heart with 4d was performed on (B)(6) 2025. There was 1 cm of focal thrombus in the proximal outflow cannula of the lvad, of uncertain hemodynamic significance. Minimal pulmonary edema was seen. The patient had a history of ischemic cardiomyopathy (icm), coronary artery disease (cad) status post coronary artery bypass grafting (CABG), hyperlipidemia (hld), heart failure with reduced ejection (ejection fraction (ef) less than 20%) status post lvad on warfarin, chronic driveline infection on cephalexin presented to the emergency department due to right eye pain, redness. The patient had chronic methicillin-susceptible staphylococcus aureus (mssa) driveline infection and was feeling weak for two weeks. Patient also had right ocular vision loss over last day and was brought in for concern for cerebrovascular accident (cva). Patient did not have a fever, but white blood cell count (wbc) was high (from 9 to 14). Lactate dehydrogenase (ldh) was from 241 to 1397. N-terminal pro-b-type natriuretic peptide was from 10059 to 24027 (clinically losing weight since (B)(6) 2024), likely due to low output state due to failing lvad. Patient had brown urine and concern for lvad thrombus. 4d CT heart done today which noted possible lvod outflow tract 1 cm thrombus and infected thrombus. Echocardiogram ramp was performed with failure to decrease left ventricle size. Patient woke up this morning and complained of eye redness and blurry vision. Last known normal was last night. No unilateral weakness, numbness, tingling, headache, eye pain, cold, cough, sore throat, fevers, chills. Patient denied nausea vomiting or diarrhea and had been taking medications as prescribed. There were no changes to patient condition or anticoagulation status that may have contributed. International normalized ratio (inr) on admission was 2.4 and repeat was 2.9; the patient was now on intravenous heparin and planned for peripherally inserted central catheter (PICC) line. Mixed venous oxygen saturation was checked to add inotropes to support co and also get blood cultures to rule out bacteremia. The patient was planned for surgery after one week in light of recent cva. Left ventricular assist device (lvad) thrombus was thought to be infected and etiology of pigment nephropathy that led to requiring continuous renal replacement therapy (crrt). Patient experienced rapid decompensation with worsening lactate and concern for ischemic bowl from emboli. Autopsy was not performed, and the pump would not be sent back.

Manufacturer narrative:
Due to system limitations the following codes were added. Eye e08: eye pain e0820, nervous system e16: muscle weakness e1621. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6 correction: medical device problem 1384 - mechanical problem added. Manufacturer¿s investigation conclusion: the reported outflow graft thrombus was unable to be confirmed through review of the submitted images, and the product was not returned for evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The account submitted three CT images of the heart for review. The images captured an area of hypodensity and narrowing along the proximal portion of the outflow graft, however the graft's trajectory and angulation could not be conclusively determined. The reported outflow graft thrombus was unable to be confirmed based on the submitted images. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, renal failure, thromboembolism (including venous and arterial non-central nervous system), stroke, bleeding, infection (local, driveline, or pump pocket infection), hemolysis, and death, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and infection as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.